Event description:
Note found on bed states "no head up." No injury reported.

Manufacturer narrative:
Technician found bed in storage. Note found on bed -"no head up". Isolated problem to bad head up valve. Replaced the head up valve cartridge to resolve this issue.